Event description:
It was reported that the ventilator had low o2 blending. When the ventilator was set to 100%, it delivered 6- and when it was set to 60%, it delivered 32%.

Manufacturer narrative:
Result: o2 blender.